Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; cause was not known. Reportedly, the customer was found unconscious in her car after being unconscious for 2.5 hours. An unknown 3rd party broke the car window and customer administered a glucagon injection to address bg level. Customer continued to use the pump for insulin therapy.